Event description:
The resident was sitting with the sling already under her. The caregiver attached the sling to lift. He criss-crossed the leg attachments of the sling, and then lifted the resident a few feet to clear the arm rest of the chair. The caregiver then attempted to move the resident towards the bed. At this point, the sling leg attachments detached from the lift and the resident slipped out of the sling, hitting her head. The resident received four to five stitches and neurological checks.